Manufacturer narrative:
According to the facility, infections acquired with patients after the use of the custom laminectomy packs. Per the facility, several infection preventionists reviewed the recall letter associated with the packs and it is their view that the sponge would potentially cross-contaminate. No additional information at this time. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the facility, infections acquired with patients after the use of the custom laminectomy packs.